Event description:
Procedure: laparoscopic appendectomy. Reportedly, when the trocar was inserted into the pt, the cannula broke and dropped into the pt's cavity. The cannula was removed without incident. No pt injury reported.